Event description:
It was reported that during an explant procedure the right ventricular (rv) lead was suspected to have helix issues. The rv lead would not retract back as expected and the helix appeared bent upon removal. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that during an explant procedure the right ventricular (rv) lead was suspected to have helix issues. The rv lead would not retract back as expected and the helix appeared bent upon removal. No additional adverse patient effects were reported.